Manufacturer narrative:
(B)(4).

Event description:
Procedure: tapp transabdominal preperitoneal. According to the reporter: the dlu fell into the parts within the pt's cavity. The parts could be retrieved. Therefore there was an extension of surgery time by more than 30 minutes.